Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site at the customer facility. Visual inspection and functional testing were performed. The reported problem of an f38 alarm was confirmed during device evaluation. This condition was caused by defective force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump generated an f38 alarm code. It is unknown at which step of the process or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.